Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - d8, e3, h6(type of investigation).

Manufacturer narrative:
The alarm was resolved by pressing the fill key. The charge nurse was advised to check all connections and verify that the tubing is clear if the alarm occurs again.

Event description:
The user contacted the emergency support program line to report a gas loss alarm during iabp therapy. No patient harm or adverse clinical impact was reported.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h11.